Event description:
Patient with metastatic carcinoid to the liver underwent therasphere treatment to the right liver lobe with 149 gy in 2002 during an uneventful infusion. The patient had a very good response to treatment and no unusual or unexpected side effects. The patient developed ischemic cholangiopathy 2003 and required endoscopic stenting of the biliary tract. This event is possibly related to therasphere treatment; however, it is a unique occurrence that has not been seen in the treated population at this treatment side.